Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The patient received multiple inappropriate therapies due to right ventricular lead noise. The lead was capped and replaced with no adverse consequences to the patient. During the replacement procedure, an insulation defect at the proximal end of the lead was noted.